Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: as a result of the symptoms, I have been hindered in my normal daily functioning and I suffer damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: as a result of the symptoms, I have been hindered in my normal daily functioning and I suffer damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of abdominal pain ("foreign-body material has been removed"). In an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later, she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("these symptoms included, severe (chronic) pain in the back"), arthralgia ("these symptoms included, severe (chronic) pain in the"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("those changes were often accompanied by abnormally heavy blood loss"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause"). And was found to have hormone level abnormal ("those changes were often accompanied by hormonal problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain. The reporter commented: as a result of the symptoms, I have been hindered in my normal daily functioning. And I suffer damage. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022, events: medical device removal is replaced with abdominal pain. Events: back pain , hip pain , headache, fatigue, memory loss, concentration problems, heavy menses, hormonal imbalance, allergic reaction & early menopause were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("these symptoms included severe (chronic) pain in the back"), arthralgia ("these symptoms included severe (chronic) pain in the"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("those changes were often accompanied by abnormally heavy blood loss "), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("those changes were often accompanied by hormonal problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain. The reporter commented: as a result of the symptoms, I have been hindered in my normal daily functioning and I suffer damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.